Event description:
Information was received indicating that a smiths medical cadd solis vip pump was locked into software mode. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, all accuracy testing was found to be within range. The expulsor was trimmed to bring it to a more nominal range but no fault was found with the sysmte. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
D5 is unknown. No information has been provided to date. Device evaluation: a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device did not power up. The event log was not available. Functional testing confirmed the reported issue. Inspected the pump and when the pump was powered up, the device went into the software mode. Further investigation of the pump and determined that a corrupted software was the root cause of the issue. The software will be reinstalled. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.